Event description:
It was reported that patient experienced constant pain at the implantable pulse generator (ipg) site. It was also noted that the patient had inadequate pain relief despite multiple reprogramming attempts. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7122032 / 7122268.